Manufacturer narrative:
The samples were in bd sodium and lithium heparin tubes, and were centrifuged for 6 minutes at less than 5000rpm in a swinging bucket centrifuge. The specimens were sampled from 1 ml insert cups. Edta samples were used for testing by the alternate method. A system check performed on (B)(4) 2008 met the specifications. Qc was within the specifications. Service was not dispatched for this event. The customer sent the samples to bci for testing. Bci customer product line support (cpls) concluded the root cause for the elevated accutni results for this patient is a heterophile-like interference related to alkaline phosphatase. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22/2010 for additional reportable events/occurrences .

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to elevated troponin (accutni) results, above the ami cutoff, generated by access immunoassay system for multiple samples of one patient. The results were reported out of the laboratory. Testing performed by a different method produced lower results. The patient was admitted to the hospital. It is unknown if the patient treatment was affected.